Manufacturer narrative:
The date of event/therapy was reported to be ¿this week¿ from the date of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine. This was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.